Event description:
It was reported that during the pretest, the sterile water could not be drained when there was about 2 to 3 cc left, which was removed later. 10 ml of water was aspirated by syringe, and the balloon was tried to be deflated by spontaneous or gentle deflation by syringe. Usually, a balloon can be deflated within a few seconds.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Photo: there are 2 photos that were sent by the customer. The first photo attached is an overview of the catheter wit cut portion of inlet tubing and syringe. The second photo show a closer look at the catheter balloon and the tip. Visual: visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temperature sensing catheter with cut portion of inlet tubing and syringe. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under 3 minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A device history record review was not required as the investigation was unconfirmed. As the reported event is unconfirmed neither a risk review nor labeling review is required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the sterile water could not be drained when there was about 2 to 3 cc left, which was removed later. 10 ml of water was aspirated by syringe, and the balloon was tried to be deflated by spontaneous or gentle deflation by syringe. Usually, a balloon can be deflated within a few seconds.